Event description:
Complaint is reported as "during removal of the arterial catheter by light traction, the catheter tears off 5 mm below skin level and must be removed surgically under x-ray screening, however without opening the groin vessel. There was no hemodynamic compromise or embolization at any time." Additional information received 28dec2022 reports the arterial catheter had been in place for 1 day. The patient is on normal ward, cardiopulmonary stable, and planned for discharge. There were no other complications related to the event.

Manufacturer narrative:
(B)(4). The customer returned one 18ga arterial catheter and a non-arrow connector tubing for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the catheter body was severed directly adjacent to the juncture hub. Microscopic examination confirmed the separation and revealed that the edges of the separation were smooth and uniform. Kinking was also observed adjacent to the point of separation. Microscopic examination revealed that this kinging appears consistent with damage due to contact with needle holders. No other defects or anomalies were observed. The point of separation measured 2mm from the juncture hub. The catheter body total length measured 165mm, which is within the specification limits of 162mm-166mm per the catheter product drawing. The catheter body outer diameter measured 1.25mm, which is within the specification limits of 1.24mm-1.30mm per the catheter extrusion product drawing. The catheter body inner diameter at the point of separation measured .8128mm, which is within the specification limits of 0.8100mm-0.8600mm per the catheter extrusion product drawing. The sample was sent to the manufacturing facility (hradec) for additional analysis. The separation was confirmed to be consistent with contact with a sharp object. The sample was sent to the manufacturing facility (hradec) for additional analysis. The separation was confirmed to be consistent with contact with a sharp object. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The report of a separated arterial catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter was severed towards the juncture hub. Microscopic examination confirmed the separation and revealed that the edges of the separation were smooth and uniform. Kinking was also observed adjacent to the separation. This kinking appears consistent with damage due to becoming pinched between needle holders. The catheter met all relevant dimensional requirements, and a device history record review based on sales history did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from manufacturing, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Complaint is reported as "during removal of the arterial catheter by light traction, the catheter tears off 5 mm below skin level and must be removed surgically under x-ray screening, however without opening the groin vessel. There was no hemodynamic compromise or embolization at any time." Additional information received 28dec2022 reports the arterial catheter had been in place for 1 day. The patient is on normal ward, cardiopulmonary stable, and planned for discharge. There were no other complications related to the event.